Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 2000 mcg/ml of lioresal 815.4 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. On (B)(6) 2019, it was reported that the patient was seen in the ER for baclofen withdrawal symptoms. The patient reportedly had itching without a rash and increased spasticity. The patient's pump and pump logs were checked and no adverse events in the logs were seen (i.e. A motor stall). The patient was reportedly refilled at home on (B)(6) 2019 by basic home infusion. The physician managing the patient at the ER had the patient taking 20 mg of oral baclofen three times daily. The hcp declined to check the catheter but wanted basic home infusion to check and make sure that there was the correct amount in the pump reservoir. Basic home infusion would check the pump refill reservoir port later in the day on (B)(6) 2019. The issue was not considered resolved at the time of the report. No surgical intervention occurred, but it was unknown if any surgical intervention was planned. The patient's status was listed as "alive-no injury". No further complications were reported. The patient¿s concomitant medications included 20 mg of oral baclofen three times daily. Additional information was received from the healthcare provider (hcp) via a manufacturer's representative (rep) on (B)(4) 2019. It was reported that the cause of the baclofen withdrawal symptoms was not determined. Basic home infusion went to the hospital and checked the pump refill reservoir port and got the same amount of drug that the programmer had said. The patient was discharged from the hospital on (B)(6) 2019. The patient reportedly might have their catheter access port aspirated in the future by the surgeon if the patient's follow-up physician orders the procedure. The patient was seen in the clinic on (B)(6) 2019 and it was reported that the patient had not had their clonazepam for 2 weeks. The hcp stated that the symptoms could have been withdrawal from clonzepam. No further complications were reported.